Event description:
Note: date of event is unk. It was reported to boston scientific corp that a percuflex plus ureteral stent was used during a ureteral stenting procedure. According to the complainant, during unpacking, the health professional found the device broken in the packaging. The physician decided to cancel the ureteral stenting procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed of; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).